Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection and pressure testing were performed. The device was primed at 45 psi without issue. No malfunctions or abnormalities were identified during the evaluation of the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set leaked. This occurred during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.